Event description:
It was reported that the patient underwent a posterior fixation procedure to extend fusion. During the procedure, when final tightening the l2 lock screw, the distal tip of the final driver fractured. The tip was unable to be retrieved and was retained by the patient. It was noted that the torque handle used was due for recalibration and was the likely cause of the incident. No injury and no further patient impact was reported. No additional information was provided.

Manufacturer narrative:
The complaint device was evaluated and the reported event was confirmed. The evaluation identified the distal hex tip of the driver was sheared off and damaged, indicative of excessive force applied to the instrument. The torque handle used, operative notes, and/or radiograph images were not provided for review of usage/technique. A review of device manufacturing records was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided; however, may have resulted from excessive force applied by the torque handle. Labeling review: warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.